Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, an unexpected noise was heard at the first firing. Also, the surgeon said that the force of grasping the trigger was higher than usual. When the device was fired three times outside of the patient, the jaw began not to open. It is unknown how the procedure was completed. There were no adverse consequences for the patient. According to the sales rep who attended the operation, the jaw did not clamp on an existing clip and the device seemed to be treated properly.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The final quality release criteria were met before this batch was released for distribution.